Event description:
It was reported that there was a confirmed 1st overdischarge. A physician mode recharge (pmr) was performed but the pmr did not successfully reset the device. There was a power on reset (por) condition and an unspecified error code. Reprogramming was performed and no diagnostic testing or troubleshooting was performed. It was noted that the patient had not used her implantable neurostimulator (ins) for many months because she was not having pain. Recently her pain returned severely, and when she tried to use the ins and tried to recharge, there was no response. The overdischarge was confirmed, a pmr was performed, and the patient recharged at home. They tried to clear the por with the programmer but were unsuccessful. The patient was going to meet with a rep in 2 days to clear the por and reprogram. It was later reported that the patient had tried to recharge for hours on (B)(6) and was trying to recharge for several hours prior to the rep¿s call to the patient on (B)(6), and the patient was unable to charge up to 25%. The ins was located in the lower abdomen and was very shallow. She always had 8 black boxes during recharge process. A rep met the patient on (B)(6) and they tried to interrogate the ins with a clinician programmer (8840) but only got the message that the ins was discharged and to recharge. It was noted that the family¿s physician admitted the patient to the hospital late afternoon on (B)(6). It was unknown why the patient was admitted to the hospital. They were advised to contact the rep after the hospital discharge so that they could discuss next steps with the ins. The company representative confirmed that the hospitalization was not related to the patient¿s device system. The patient had a consult with a neurosurgeon on (B)(6) 2015. The plan is to replace the ins only and referral for a pump trial evaluation. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).